Event description:
It was reported that there was some difficulty removing the whisper wire after it backed out of the target lesion in the moderately calcified, mid right coronary artery (rca). Reportedly, there was poor guide catheter (jr4) support and during the attempt to cross the target lesion with the rx trek, the guide cath backed up and the whisper wire prolapsed into the aorta. Since the wire was unable to go back into the guide cath after the wire had prolapsed, the guide cath, the wire, and the balloon were removed together as a single unit. After removal, it was noted that approximately 4 cm of the wire had separated and remained in the guide cath. A new whisper wire and a more supportive guide cath were inserted. The interventional procedure was completed with the same rx trek. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was able to be confirmed. The difficulties positioning and removing the guide wire and the prolapsed tip could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.